Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the instrument engagement issue. The fse replaced universal surgical manipulator (usm) 4 due to the 22020 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Analysis is in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 4 had instrument engagement issues during surgery. The customer stopped using usm 4 and moved usm 1 into use. The patient side assistant was using a laparoscopic instrument to hold/retract anatomy as needed. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) failure was confirmed and replicated by failure analysis. The usm was tested on an in-house system in normal mode without any errors. The usm was also testing on a patient side cart functional test platform (pftp) where the carriage friction test failed. After a further investigation, degree of freedom 6 was found completely stuck and not able to move.